Event description:
Addtional analysis was performed and determined the root cause was a void at the distal end of y-connector due insufficient application of adhesive during manufacturing.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (unknown cause of leak).

Event description:
A reliant balloon was used in a patient as an accessory product during an endovascular treatment of an aortic aneurysm. It was reported that the physician was using a reliant balloon catheter when contrast was found to have leaked from the hub of the connector and the shaft. The physician continued using the reliant covering the leak with his hand. The procedure was completed with no further complication. No clinical sequelae were reported, and the patient is fine. The balloon catheter was returned and its evaluation has been completed. The balloon was present and intact at the distal end. The device was unremarkable. During evaluation, the balloon inflated fine. The guide wire lumen flushed fine; however, when the distal exit port was blocked, very little leakage was seen at the strain relief region. From the evaluation of the returned device, the leakage complaint was confirmed. The cause is not conclusively determined.